Manufacturer narrative:
Product analysis : as per the service report, during the inspection at the time of receipt, it was confirmed that the support of the bed rail clamp was bent and malfunctioned.

Event description:
Information was received from manufacturer representative regarding a patient having spinal therapy due to herniated disc. It was reported that it doesn't move smoothly. There were no patient symptoms/ complications as a result of the event.